Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: the six batteries (B)(6) were returned for evalu ation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of (B)(6) revealed that the batteries passed visual inspection and functional testing. Failure analysis of (B)(6) passed visual inspection. Functional testing revealed that the battery was unable to charge or provide power. Further analysis revealed that the charge and discharge field-effect transistors (fets) in the gas gauge circuit were disabled due to an enabled zero-volt charge (zvchg) fet. The batteries are programmed not to use the zvchg fet and it should always be off, which indicates that the battery unintentionally enabled the fet. The battery regained functionality after reset commands were sent to the battery. However, functional testing revealed abnormalities relating to the relative state of charge (rsoc); the battery was not estimating the capacity accurately. After the battery was recalibrated, the battery functioned as intended. Log file analysis was not conducted since log files were not available. As a result, the reported power consumption I ssue event was confirmed. The reported premature power switching event could not be confirmed. There is no evidence that the lubrication servicing was performed on the reported devices. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported premature power switching event can be attributed to communication errors and/or momentary disconnections between the controller and batteries. Based on an investigation conducted under CAPA pr00519785, the most likely root cause of the reported power consumption issue and observed zvchg fet during testing event involving (B)(6) has been attributed to design issues. Additional products: d4: serial or lot#: (B)(6) d10:yes, return date: 16-nov-2021 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 d4: serial or lot#: (B)(6) d10:yes, return date: 16-nov-2021 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 d4: serial or lot#: (B)(6) d10:yes, return date: 16-nov-2021 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 d4: serial or lot#: (B)(6) d10:yes, return date: 16-nov-2021 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01 h6: FDA results code(s): c02 h6: FDA conclusion code(s): d01 d4: serial or lot#: (B)(6) d10:yes, return date: 16-nov-2021 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 an internal investigation is pending. A report will be sent when root cause for the internal investigation has been determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system ¿battery, model #: 1650de / catalog #: 1650de / expiration date: 30-apr-2021 / serial or lot#: (B)(4) UDI #: (B)(4) mfg date: 30-apr-2020 labeled for single use: no (B)(4). Heartware ventricular assist system ¿battery, model #: 1650de / catalog #: 1650de / expiration date: 30-apr-2021 / serial or lot#: (B)(4) UDI #: (B)(4) mfg date: 30-apr-2020 labeled for single use: no (B)(4). Heartware ventricular assist system ¿battery, model #: 1650de / catalog #: 1650de / expiration date: 30-apr-2021 / serial or lot#: (B)(4) UDI #: (B)(4) mfg date: 30-apr-2020 labeled for single use: no (B)(4). Heartware ventricular assist system ¿battery, model #: 1650de / catalog #: 1650de / expiration date: 30-apr-2021 / serial or lot#: (B)(4) UDI #: (B)(4) mfg date: 30-apr-2020 labeled for single use: no (B)(4). Heartware ventricular assist system ¿battery model #: 1650de / catalog #: 1650de / expiration date: 30-apr-2021 / serial or lot#: (B)(4) UDI #: (B)(4) mfg date: 30-apr-2020 labeled for single use: no (B)(4). Additional information has been requested regarding the log files, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that six (6) batteries exhibited power consumption issue. The batteries were about 40 to 50% capacity with two green lights, then switched to the other battery. The batteries will be replaced. No patient complications have been reported as a result of this event.